Manufacturer narrative:
(B)(4). Per nonconformity report, a new venous probe was calibrated and installed. (B)(4).

Event description:
On (B)(6) 2011, it was identified that the venous probe for cardiohelp with serial number (B)(4) had cracks and breaks in the casing. (B)(4).